Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead removed due to dislodgement. At explant, tissue was noted in the helix. Should additional information be provided, it will be added to this file.